Manufacturer narrative:
This event has been reported by the manufacturer under MDR #: 3002808486-2019-01683.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2013 patient allegedly received an implant via the common femoral vein. The patient allegedly experienced pulmonary embolism (pe) and thrombosis before expiring. Per a certificate of death received for the patient, the patient expired due to pulmonary embolism.